Event description:
There was an allegation of a questionable trigl (triglyceride) result from cobas 6000 c501 module. The initial result was 241 mg/dl, the customer noticed the patient's previous result was 40 mg/dl and reran the sample. The repeated result was 64 mg/dl.

Manufacturer narrative:
The trigl reagent lot number is 796453, the expiration date was not provided. A field service engineer (fse) determined that there was a damaged rinsing unit nozzle and replaced it. The investigation determined that the service action resolved the issue.